Event description:
This laser allows the user to place a pre-programmed grid pattern of retinal laser. In this particular type of treatment, test shots are done outside of the macula (the center of the retina) starting at very low power with gradually increasing power until a barely visible (threshold) burn is found. Then a special mode is turned on (endpoint management or epm) where the energy is automatically reduced to 30% of threshold. With this mode on, a grid of sub-threshold non-visible burns are then placed within the macula. The software defaults that a few of the peripheral spots to be threshold to use as marker burns (landmarks) so the user can tell where the sections of the grid have been placed. However, if the physician prefers to have all spots be sub-threshold they can turn off the landmark function. This is where the problem occurred: typically the user will determine threshold power and then turn off the landmarks if not wanted and all of the spots will be sub-threshold. However, in this particular instance the landmarks were turned off before threshold power titration was performed. When the grid was then performed instead of all spots being sub-threshold energy, all spots were at threshold energy (and thus visible to the operator and subtly to the patient). This should not happen. The energy needed to achieve a threshold burn should be consistent and should not change whether or not the landmark button is on or off and thus the energy used for epm / sub-threshold spots should be consistent. This software glitch resulted in this patient receiving a grid of threshold (very light laser burns) within their macula. This did not affect the patient's visual acuity (which remains 20/15) because the grid pattern spares the fovea (center of the macula) as a safety precaution. However, the patient did note that he could see the grid of spots within his vision after the procedure. The impact of this occurrence on the patient may not be too great because the result is similar or milder than the type of laser treatment that used to be the standard of care for patients with diabetic macular edema in the past. However, this patient and the doctor both expected that none of the spots would be detectible by the patient.